Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Review of the complaint history reveals similar reportes have been received for this product for the reported issue. This issue is being invstigated under CAPA mdq-CAPA-132.

Event description:
The facility reported a pump with depleted batteries. It is known when this occurred. There was no pt injury or medical intervention according to the hosp rep. No add'l info is available.